Manufacturer narrative:
Device evaluation: the product was returned for evaluation. Customer report of prosthesis mismatch cannot be confirmed. X-ray demonstrated minimal calcification on leaflet 1, moderate to heavy calcification on leaflets 2 and 3, and the wireform intact however distorted around leaflet 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflets 1 and 3 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflets 2 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. Calcification fused leaflets 2 and 3 by approximately 3mm near commissure 3. Calcification and host tissue restricted leaflet mobility and led to stenosis. The sewing ring was cut around the valve circumference; and exposed the wireform at the inflow aspect. The sewing ring fragment was not returned. Additional manufacturer narrative: updated (expiration date), concomitant medical products, device evaluated by MFR, device manufacture date, and adverse event problem. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards implant patient registry received information that a 19mm aortic valve was explanted after an implant duration of 12 years, five months, due to patient prosthesis mismatch. Since the coronary ostia were quite low, an annular enlargement was performed. The explanted device was replaced with a 21mm aortic valve. Tee demonstrated a normal functioning aortic valve prosthesis. The patient was transferred to ICU in stable condition. The patient experienced worsening heart block and received a right-sided dual chamber permanent pacemaker on pod #5. Patient was discharged on pod #7. Per device evaluation, calcification and host tissue restricted leaflet mobility and led to stenosis.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. Based on the available information, a definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards implant patient registry received information that a 19mm aortic valve was implanted after an implant duration of 12 years, five months, due to patient prosthesis mismatch. The explanted device was replaced with a 21mm aortic valve patient was discharged on post operative day seven. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".